Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 16 failed due to the faulty latch. The field service engineer resolved the issue by replacing the latches on door 14, 15 and 16. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe encountered an issue where the tower door 16 was not locking or closing properly. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.